Event description:
It was reported that, during a procedure and after preparing the bone hole, as the healicoil was being inserted it broke. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: evaluation codes: 3331.

Manufacturer narrative:
H3,h6: the reported 4.75mm healicoil rg sa anchor system, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. Numerous threads of anchor have broken off. The broken pieces were not returned for evaluation. As reported the surgeon utilized a 3.8mm tapered awl to prepare the insertion site. Per the device IFU 10601068 under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor is a 4.75 mm threaded dilator. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the reported 4.75mm healicoil rg sa anchor system, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. Numerous threads of anchor have broken off. The broken pieces were not returned for evaluation. As reported the surgeon utilized a 3.8mm tapered awl to prepare the insertion site. Per the device instructions for use under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor is a 4.75 mm threaded dilator. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.